Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced kinked cannula events on (B)(6) 2024 . The issue occurred with seven similar types of infusion sets used for one day and the site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 7.